Manufacturer narrative:
Pump interrogation at medtronic (B)(4) indicated the pump was delivering lioresal 500 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis identified electrochemical migration across the electrical feed-through insulator. Z-0591-2009 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt. Identifier (B)(6) no longer applies to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the MRI was 1.5 tesla of the head on (B)(6) 2019 at 14:28. It was unknown if it was confirmed that the pump refill port was not facing towards the patient's feet or head prior to the MRI. Regarding the pump orientation in MRI, no definite information is possible. However, according to the executed study (head MRI) as well as the orientation of the pump in the patient, we do not expect that the refill port was orientated caudal or cranial. Pump session report logs were included with the report and showed that on the date of the MRI ((B)(6) 2019) a motor stall occurred at 15:46 and recovered within an hour at 16:05. It appeared that the first interrogation of the pump after the MRI was on (B)(6) 2019. The logs then also showed 5 more motor stalls and recoveries between (B)(6) 2019 and (B)(6) 2019: on (B)(6) 2019 at 21:33 (03) motor stall occurred, at 21:48 (1a) motor stall recovery occurred; (B)(6) 2019 02:10 (03) motor stall occurred, (B)(6) 2019 at [time illegible] (1a) motor stall recovery occurred, (B)(6) 2019 at 10:18 (03) motor stall occurred, at 10:45 (1a) motor stall recovery occurred; (B)(6) 2019 at 23:33 (03) motor stall occurred at 23:38 (1a) motor stall recovery occurred; as of (B)(6) 2019 the pump was delivering lioresal 500 mcg/ml at a dose of 115.99 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving and unknown drug via an implantable pump. The indication for use was not provided. It was reported that there was a pump alarm due to a lasting rotor stop after MRI (magnetic resonance imaging). They made several attempts to reprogram the pump without success. The patient experienced withdrawal symptoms. The pump was replaced and would be returned for analysis. No further complications were reported or anticipated.